Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient was getting the "replace generator soon message". As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The reported observation of ¿replace generator soon message¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant.